Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.

Event description:
Customer reports that they were unable to fire both (B)(4) with idrive. Problem solved while having new reload changed. Patient involved w/o injury.